Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) adjusted drawer rails, reseated row board cables and retractor band, and inspected for wiring issues or board damage. All cubie pockets and drawer functions were tested. After reboot, the drawer beeped until slightly pushed. Customer reported frequent failures during medication retrieval. Fse replaced drawer 2, configured, and verified successful operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.